Manufacturer narrative:
Literature events: author: sefa ergun,1 pirilti ozcan,1 fatma ipek gunaydin,1 egemen ozdemir,1 selen soylu yaliman,1 yasemin pekmezci,1 engin hatipoglu,1 ahmet bas,2 osman simsek,1 salih pekmezci1 title: comparison of three different methods for stump closure in laparoscopic appendectomy: endoloop, hem-o-lok clip, and endostapler source: ulus travma acil cerrahi derg 2024;30(11):795-801 doi: 10.14744/tjtes.2024.76353 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study was completed on 150 laparoscopic appendectomy cases for acute appendicitis between january 2022 and april 2024. This study compared three closure methods for the appendix stump: clip, loop, and the device. The device was used in 38 of the cases. Postoperative complications included two intra-abdominal abscesses and one bleeding but did not specify what closure technique was used in each complication. An additional procedure to drain the abscess was required in one case. Bleeding was treated with a blood transfusion. Prolonged hospitalization was also noted in cases involving the device. Other complications that were not related to the device included: wound infection and pulmonary embolism.